Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened escape and act buttons dome switch. The keypad connector was fully locked. The pump had torn keypad overlay, cracked case at display window corner and minor scratched lcd window.

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she can see the metal underneath the cover. The customer stated that she had to press really hard to get the button to respond. The customer reported normal wear and tear. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.